Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a temperature alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup freedom driver.

Manufacturer narrative:
The customer-reported temperature alarm was reproduced during investigation testing, when a temperature alarm sounded during investigation testing. Visual examination of the driver's internal assemblies identified a partial connection of the exhaust fan connector to the main printed circuit board assembly. This partial connection rendered the exhaust fan inoperable during testing. After the exhaust fan was connected, the driver passed all testing. The root cause of the exhaust fan not being connected fully is likely due to workmanship during the execution freedom driver service procedure during the last servicing of the driver. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.